Event description:
Certified nursing assistant had a history of latex allergies. One day, in 11/95, she had to leave work because hives, sneezing, eyes swelling, and facial flushing as a result of wearing latex gloves despite her known sensitivity.